Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: the reported event of no movement from the motor was not confirmed. The centrimag motor was not returned for analysis and no photos were submitted for review. Provided information indicated that the event resolved when the console was switched to the backup centrimag 2nd generation loaner set. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event is also reported against the centrimag console under MFR. Report #2916596-2019-04338. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support pump. It was reported the patient had a CT scan scheduled. All equipment was removed and plugged in and working during transport and during CT scan. The CT scan procedure was complete. On the way back to the ICU, the nurse notices flows were fine and battery was full. On a second look, flows were 0.0 lpm. The nurse remembers only a battery and/or motor alarm notification but the exact alarm was unknown. Two nurses checked the flow probe which was attached correctly. They checked the motor housing connection and disposable connection and both were correct. They felt and visualized the motor and noticed no movement. There was dark blood in the ECMO lines. The nurse immediately switched to the centrimag generation 2 backup set. Flows were reestablished and the patient was transferred to the ICU with a new set. The down incident was less than 1 minute and the patient was not compromised. The generation 1 centrimag set was sent to the biomed and the biomed noticed no alarm notification while testing the set. Turning on the system, the biomed noticed the battery seemed to be drained and empty. The nurse reassured that they noticed the battery to be full at the time of the first incident. The nurse also reassured the set was plugged into ac power when able. No additional information was provided.